Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose of above 600 mg/dl. The customer's current blood glucose is 155 mg/dl. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. Customer states that drive support case was normal. Customer was declined to troubleshoot for high pressure test. Customer states that reservoir was able to lock in place. Customer states that she had heart problem and thyroid problem. Customer sates that fluid in lungs. Tubing has air bubble. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08720 inches. No unexpected lost sensor alarms noted during testing. Device was tested with a water fill test reservoir and no bubbles were noted. Device received with cracked case at the display window corners, belt clip slot and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.